Event description:
After completing a CT clinical procedure, the operator pressed the unload button on the right side gantry control panel to move the patient out and down from the gantry. After the table moved the desired amount and the button was released, the table continued to travel downward some distance before it stopped. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse checked the general function fo the control panel and did not find any fault.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that after completing a clinical patient procedure, when the operator attempted to unload the patient from the system utilizing the down/out button on the front, right gantry control panel, the patient support continued to move when the operator released the button. The patient support movement stopped on its own. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander and the operator was able to successfully remove the patient from the system. The same issue occurred again on the same day. This complaint addresses the first occurrence, while a subsequent complaint addresses the second occurrence of this issue. On (B)(6) 2015, the customer contacted the philips help desk to inform them about the event. After the second occurrence, the customer support specialist (css) dispatched a philips fse to the site. The fse arrived on site and evaluated the system. The fse reviewed the log files and stated that he did not find any errors or warnings in them. The fse also checked the electrical and mechanical connections of the gantry control panels and did not find any faults. The fse ordered new gantry controls panel after inspection, and as a workaround, the fse disconnected the faulty rear, right gantry control panel. The customers continued to use the system for clinical use and were using the other front and rear gantry control panels, footswitch, and CT box to drive the patient support. Later, the fse confirmed that the faulty rear, right gantry control panel was replaced on (B)(6) 2015 to resolve the issue. The fse further stated that after the part replacement, there have been no further recurrences at the site. The fse did not provide the defective parts for engineering analysis but provided the bug reports. Engineering reviewed the log files provided. Upon evaluation, engineering confirmed that there were two instances of a stuck button on (B)(6) 2015 at 7:11 and 10:48 am; however, since the defective panel was not provided for analysis, a root cause could not be determined by engineering. The fse replaced the defective panel to resolve the issue. The following mitigations for this issue and uncommanded motion of the patient support include: the system implements multiple means to prevent uncommanded motion and single point of failure. These means include watchdog timer for drive tasks, redundant switches in the control panel buttons, collision envelope avoidance software, providing emergency stop buttons and emergency power-off (epo) for the user in case of failure of other design mitigations. A failure during motion could be caused by either a software defect in the embedded operating system used or a defect in the control logic implementation, and the system was unable to detect that. The failure could only occur during the time where the operator initiated motion via the control panel. In this case, the operator is in contact with the patient and visually watches the motion and would see the couch continue to move after the button was released. The trained operator would use the emergency stop control to stop the motion. Also, design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical); table collision envelope. Single fault safe against uncontrolled motion: motion tasks watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed design mitigations enabling human response: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition; emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The fse replaced the rear, right gantry control panel to resolve the issue. Since there were no parts returned from the field, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the rear, right gantry control panel.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).